Event description:
It was reported that during a peripheral angioplasty treatment procedure, the balloon became stuck on the guide wire. Vascular access was obtained via the femoral artery. The target lesion was located in the left peroneal artery. The 30mmx4.00mm nc quantum apex balloon dilation catheter was selected to dilate the lesion. Upon removal of the balloon dilatation catheter, the balloon became stuck on another manufacturer's guide wire. All devices were removed from the patient intact as one unit. The procedure was completed with this nc quantum apex device with no patient complications reported. The patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).